Event description:
The reason for call was caller reported that "no device found" displays when attempting to use the controller to enable MRI mode. Caller further explained that they assume the ins is depleted and that pt's family told them that pt turned off the ins to have a nerve block done and never turned it back on after that. Caller stated that pt is currently an inpatient at their hospital and is in need of a head scan. Tss reviewed information. Tss was unable to collect the serial number of the controller as the caller did not have the controller with them at the time of call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-nov-15, additional information was received, from the patient. They reported, they were still getting the no device found message and do not know the cause of this message. They stated, they will charge, but the battery in their body will not charge. They stated, they went to see their doctor (B)(6) 2024, but the doctor told them they didn't have an appointment. The pt begged, for just a shot, but the hcp wouldn't do anything. The pt added, that it was found, that the wires had moved down, but they couldn't get any help. They were hoping, that changing the "changer" out will resolve the issue. They stated, they had sent the remote back to the manufacturer after trying to charge the ins several times, with no luck. The pt added, a note stating, they have had so much trouble with this stimulator. The pt stated, they believe the stimulator area had been infected at one time. The pt stated, the pain was bad and they have been in a wheelchair for 2 years and can't walk at all. They stated, they can't sit or lay down with out a lot of pain. They added, their right hand has become stiff, leg and back within a couple weeks, they won't be able to use it at all. They noted, they can't hold a cup of coffee. They noted, losing their hair and headaches are bad. They are also, cold all day. On 2024-nov-26, a response was received from the manufacturer representatives (reps). Both reps responded stating, they have no information. The reps have not had communication with this patient, since the request to get the external devices replaced. One rep stated, they would reach out to the patient to schedule a time to meet to assist the pt with getting their ins charged. The rep did confirm, the pt received, the replacement external devices, so the pt will be getting their MRI.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2022, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.